Event description:
It was reported that stent damage occurred. A 32 x 3.00 promus premier drug-eluting stent was selected for use. However, during unpacking, it was noticed that the proximal end of the stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: promus premier ous mr 32 x 3.00 mm stent delivery system, catheter was returned for analysis. An examination (visual and via scope) of the crimped stent found stent damage. Stent struts from the proximal region of the stent were noted to be lifted and pulled distally. The undamaged stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several location of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 32 x 3.00 promus premier drug-eluting stent was selected for use. However, during unpacking, it was noticed that the proximal end of the stent strut was damaged. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.